Event description:
Per complaint form: inbound. One of remodulin prefilled cadd cassettes alarming steady beeping then no disposable pump won't run, when placed on backup pump steady beeping in run mode. No further details provided. No injury.